Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Customer reported that the reason for high blood glucose was due sensor calibration. Mode of treatment for high blood glucose is unknown. Customer blood glucose after an hour was 415 mg/dl. Insulin pump will not be returned for analysis.